Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with outpatient unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was temporarily discontinued. No additional information could be provided as the reporter declined follow-up.